Manufacturer narrative:
Result: adjuster and cam.

Event description:
It was reported by service report that foot end hydraulic is drifting and the brakes are not holding. No pt involvement or adverse consequences were reported.